Event description:
It was reported that when using the bd pyxis¿ medbank mini the medbank application did not launch properly. However, there was no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application did not launch properly. A technical support specialist (tss) reviewed the medbank login page by remotely accessing the system and attached a screenshot for reference. The tss restarted the application, after which users were able to access medbank without any issues. The tss confirmed that the issue had not caused any delay in medication dispensing. The system functioned as intended after technical support specialist troubleshot the device.